Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 02/2025).

Event description:
It was reported that prior to a port implant procedure, the puncture needle allegedly broke. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bardport MRI implantable port, one cath-lock and a flushing connector loaded onto a groshong catheter, one 8.0fr peel-apart sheath and vessel dilator, one tunneler, two right-angle non-coring needle, one straight non-coring needle, one j-tip guidewire, one sealed infusion set, one cath-lock and one introducer needle were returned in unsealed condition for evaluation. Gross and microscopic visual were performed. Under microscopic observation, multiple cracks were observed on the introducer needle hub. Blood residues were also noted on the hub of the needle. Therefore, the investigation is confirmed for the reported needle hub crack issue. Furthermore, during the sample evaluation j-tip guidewire noted to be bent was considered to be an incidental findings since it was not related to the original reported event. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2025), g3. H11: b5, g1, h6(patient, method, result, conclusion). H11:section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a port implant procedure, the puncture needle allegedly broke. The procedure was completed using another device. There was no reported patient injury.